Event description:
Device report from (B)(6), indicates patient was implanted with a tfn and a helical blade on (B)(6) 2011. Patient placed load on the affected leg and the helical blade reportedly cut through the bone. Patient was returned to the operating room on (B)(6) 2011 for revision to a total hip. This report is #1 of 2 for the same event.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti helical blades was processed through the normal manufacturing and inspection operations with no scrap, rework or non-conformances noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted.